Manufacturer narrative:
Section a2, a4, g3: correction. Section b5: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) serial number (B)(6) and the reported gastrointestinal (gi) bleeding and low flow could not be conclusively determined through this investigation. The report of low flow alarms could not be confirmed via the submitted log files. The patient reportedly experienced low flow alarms due to a gi bleed. The low flow alarms resolved following a double balloon enteroscopy with clip cauterization of jejunal angioectasia. The patient remains ongoing on hm3 lvas, serial number (B)(6), with no further events reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding, is also provided in this document. This document also describes that low flow alarms occur when the estimated flow drops below 2.5 lpm. Additionally, this IFU explains all alarms, including low flow, and provides instruction for patient care following an alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of low flow alarms was identified as gastrointestinal bleeding. The alarms resolved post gastrointestinal bleeding treatment. Patient is hemoglobin and hematocrit stable. Patient was trasnfeerred back to newark beth israel. A double balloon enteroscopy w/ clip cauterization of jejunal angioectasia was administered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with gastrointestinal bleeding and pulsatility index events/low flows suspected to be related to bleeding. Log file analysis showed no unusual events.